Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the customer generally eats the same things every day and generally has the same blood glucose. Customer's blood glucose was 500 mg/dl today. Customer had this issue yesterday and today. Customer's tubing was half full of air. Customer's blood glucose is now 488 mg/dl. Customer treated with the pump. Caller stated that there was a long area of air that was about 10 inches long. Caller stated that the pump was rewound with a reservoir in place. Caller stated that the insulin was not stored at room temperature. Caller was advised to change the infusion set. Customer had a bolus of 5 units but was not sure how much she gave herself.